Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the complaint device did not show visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. Functional examination was performed by connecting the device to an alliance inflation system and the balloon was inflated without problem however, it did not hold pressure due to a pinhole located proximal to the ro marker of the device. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, a leaked was noted at the distal end of the balloon after being passed over the elevator. The procedure was completed with another hurricane rx dilatation balloon . There have been no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results showed that the balloon had a pinhole; therefore, this is now an MDR reportable event.